Event description:
It was observed that during the evaluation, the bronchovideoscope exhibited that the plastic distal end cover (c-cover) was chipped. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the plastic distal end cover (c-cover) was chipped. Based on the results of the investigation, the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.